Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer plugged the pump into the tandem car charger, smoke was observed at the charging port and the customer "could smell burning electrical." It was unknown if the smoking was related to the tandem charging cable, pump, or car adapter. Customer was unable to charge the pump after the event; however, continued to use the pump for insulin therapy until a replacement pump was received from tandem as the battery was still charged. The customer's blood glucose level was 200 mg/dl.